Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery(lad), a balance middleweight (bmw) guide wire was advanced and pre-dilatation was successfully performed using a 2.5x12 trek balloon and a 2.5x8 nc trek balloon. A 2.75x15 rx xience v stent delivery system (sds) was advanced to the lesion without resistance but ischemia occurred leading to ventricular fibrillation. The sds was withdrawn from the vessel without initiating stent deployment and without resistance or force, and ischemia/ventricular fibrillation resolved without treatment. At this time, the physician noted that the stent was not on the balloon. Fluoroscopy revealed that the stent was in the lad. Two bmw guide wires were used together in an unsuccessful attempt to retrieve the stent and the tips of both guide wires became bent. The guide wires were withdrawn without resistance and a snare device was advanced to the lad to successfully snare the stent from the anatomy. A new 2.75x15 xience v stent system was advanced to the target lesion and the stent was successfully deployed. Post dilatation was performed using a 3.0x12 nc trek balloon and the procedure was completed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.